Manufacturer narrative:
A philips field service engineer (fse) went onsite and performed visual and functional testing which confirmed that there was no sound coming from the speaker. The fse replaced the speaker on the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the efficia cm100 indicating that the horn malfunctioned. The device was not in use on a patient at the time of event, there was no adverse event reported.